Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on metal surface; the outer flow tubing open end exhibit minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was also reported that forward firing was observed.

Event description:
It was reported that during a prostate procedure, the fiber was ¿flickering" when the procedure was started. The procedure was completed with an alternate procedure (¿bipola¿). Patient outcome ¿good.¿